Manufacturer narrative:
The phaco handpiece was listed as a ¿loaner handpiece¿ and was examined. The handpiece was tested multiple times without issue. The handpiece was retained from the customer by the company representative, (due to the nature of the use as a loaner) and was found to meet all functional specifications. The phaco handpiece was manufactured on june 8, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on may 5, 2011. The phaco handpiece was found to exhibit no functional issues. Therefore, the root cause of the reported event cannot be determined (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no ultrasound from the handpiece. Timing of the event and patient impact are unknown. The reporter is unwilling to provided further information. This is one of three reports being filed for the same facility. This report is for the event occurred on an unknown date.